Event description:
The urolume endoprosthesis was implanted in 1997. Info rec'd on 2/25/00: pt reported "pain and burning along with blood in the urine." Pt has been treated since 1997 with antibiotics for infections. A cystoscopy indicated that the urolume is "partially sticking out and has like crystal rocks, glued to it." The urolume was implanted at the bladder neck for bladder neck contracture - off-label use. A revision surgery has not been determined at this time.